Event description:
It was reported that the patient developed pseudoarthrosis of the femur and dynamic compresseon cable plate was implanted in 2005. Patient was reportedly non-complaint to post-operative instructions and revision procedure was performed six months post op to remove the fractured cable plate.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Correspondence relayed that the patient was non-complaint regarding post-operative instructions. The user facility is outside. No medwatch report was received. No user facility information is available. Evaluation of explanted device noted fracture surfaces had been obscured by subsequent contact; therefore, mode of fracture could not be determined.